Manufacturer narrative:
Unit was received with unresponsive down arrow button due to a flattened dome switch (creased). Unit was received with a cracked case at display window corners and display window. Unit was received with a minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's display was scratched and badly worn. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.